Event description:
Healthcare professional reported right side rupture/leak. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture/leak".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three openings in anterior side assessed as surgical damage. A broken in anterior side assessed as surgical damage. A broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Missing shell assessed as inconclusive. Additional observations: creases are observed.

Event description:
Healthcare professional reported right side rupture/leak. The device has been explanted.